Event description:
During surgery, the humeral cup did not seat properly in the cemented stem extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.